Event description:
Info received indicates the left siderail doesn't stay up.

Manufacturer narrative:
The tech found the siderail end tube was broken. He replaced the tube rivets and blocks to repair the stretcher.